Event description:
The customer reported the system displayed a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos and rtos single board computers, and replaced the interconnect cable and generator interface board. The system operates as intended.